Event description:
It was reported that the patient died. The patient was presented with complaints of chest pain. An electrocardiogram (ECG) revealed diffuse st-segment depressions along with st elevations in the avr lead and a large myocardial infarction (mi was diagnosed. The patient was immediately transferred to the catheterization room for further evaluation and treatment. During coronary angiography, significant stenosis of the left main artery (lm) was identified, accompanied by heavy calcification in the distal segment of the artery, which complicated the intervention. Wires were advanced into the left anterior descending (lad) and left circumflex (lcx) arteries to facilitate treatment. Following this, balloon dilation was performed using a 2.5 nc emerge balloon catheter to open the narrowed arteries, after which a 4.5 x 15 non-boston scientific stent was implanted. However, further dilation with a 5.00mm x 8mm nc emerge balloon was necessary to expand the stent in a calcified area that did not open properly. Following dilatation, a significant perforation of the artery occurred, leading to blood extravasation into the pericardium. This resulted in an acute deterioration of the patient's condition, lost consciousness, and blood pressure dropped significantly, prompting the activation of a code blue. Despite immediate resuscitative efforts, including attempts to provide mechanical circulatory support via extracorporeal membrane oxygenation (ECMO)and intra-aortic balloon pump (iabp), these interventions failed due to the lack of access. The patients peripheral arteries were severely calcified, preventing effective access for the devices and eventually, the patient died. According to the hospital, the balloon length should have been 8mm, but the balloon measured length was16mm on film.